Event description:
During a percutaneous nephrolithotomy, one of the pronged graspers broke off into the patient. The grasper was removed from the surgical area and another grasper was used to retrieve the piece in the patient. The manufacturer was notified.